Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds three hours after implant. There was a problem with the helix screw when moving to a new position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.